Manufacturer narrative:
Stryker depot technician evaluated the device and duplicated the reported issue. The hood was replaced to resolve the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue was determined to be a faulty hood.

Event description:
A stryker employee reported that their device used for demos keypad is unresponsive. In this state, a delay in cardiopulmonary resuscitation may occur. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no patient involvement reported with the event.